Event description:
It was reported that a skin reaction occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the pediatric patient experienced a skin reaction with redness, inflammation and infection on the needle puncture site. The reaction was treated with a prescription of oral flucloxacillin antibiotic. The area was prepared with alcohol wipes before placing the sensor on the body. No photo was provided. At the time of the event the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).